Manufacturer narrative:
Sample 1 was tested on the following dates: on (B)(6) 2023: anti-hbc igm result: 2.28 coi and interpreted as positive. On (B)(6) 2023: anti-hbc igm result: 0.772 coi and interpreted as negative. Anti-hbc igm result: 0.057 coi and interpreted as negative. Anti-hbc igm result: 2.47 coi and interpreted as positive. On (B)(6) 2023: anti-hbc igm result: 2.47 coi and interpreted as positive. Sample 2 was tested on (B)(6) 2023: anti-hbc igm result: 2.51 coi and interpreted as positive. Anti-hbc igm result: 0.781 coi and interpreted as negative. Anti-hbc igm result: 0.061 coi and interpreted as negative. Anti-hbc igm result: 2.47 coi and interpreted as positive. Sample 3 was initially tested on (B)(6) 2024 but no original data was provided. It is unclear whether sample 3 was tested on (B)(6) 2024 or (B)(6) 2024 resulting in an anti-hbe value of 1.56 coi and interpreted as negative.

Manufacturer narrative:
The cobas e801 analytical unit serial number was not provided. The investigation is ongoing.

Event description:
We received an allegation about questionable low results for 2 serum/plasma samples from one patient tested with elecsys anti-hbc igm assay on a cobas e801 immunoassay analyzer. Sample 1 was tested on (B)(6) 2023: hbc igm result: 0.078 coi and interpreted as negative. Hbsag result: 114 coi and interpreted as positive. The physicians then requested the addition of hbsag quantitative test for sample 2 and sample 3. Hbeag result: 1.71 coi and interpreted as positive. Hbc-ak result: 1.89 coi and interpreted as negative. Hbe-ak result: 1.55 coi and interpreted as negative. Sample 2 was tested on (B)(6) 2023: hbc igm result: 0.092 coi and interpreted as negative. Hbsag quantitative result: 36.7 iu/ml and interpreted as positive. Hbeag result: 11.79 coi and interpreted as positive. Hbc-ak result: 1.85 coi and interpreted as negative. Hbe-ak result: 1.56 coi and interpreted as negative. Sample 3 was tested on (B)(6) 2024: hbc igm result: 17.52 coi and interpreted as positive. Hbsag quantitative result: 1147 iu/ml and interpreted as positive. Hbeag result: 8.19 coi and interpreted as positive. Hbc-ak result: 0.007 coi and interpreted as positive. Hbe-ak result: 0.899 coi and interpreted as positive.

Manufacturer narrative:
The sample material and preanalytical data were requested for the investigation but not provided. The patient was diagnosed with acute hbv as anti-hbc igm and hbsag were reactive and the sample results from (B)(6) 2024 pointed it out. The negative anti-hbc igm results measured for sample 1 and sample 2 were consistent with a preanalytic-related issue. The customer reran the anti-hbc igm assay with sample 1 on 2 different days and confirmed the positive results. In addition, sample 2 showed positive anti-hbc igm results. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue at the customer site. Preanalytics are within the customer's responsibility.